Event description:
It was reported that during/before an unknown procedure, the blade was broken off at the system check. Error 5 was displayed. As the blade was broken off before used on the patient, there were no adverse consequences to the patient. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.